Event description:
Info received that the bed had no head up functions. No injury reported.

Manufacturer narrative:
Bed located in bed shop. Tech found the bed had no head up functions. Replaced the hydraulic manifold to resolve this issue.